Event description:
It was reported prior to using bd vacutainer® lh pst¿ ii plus blood collection tubes, missing gel was seen in four (4) tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.